Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral rupture, infection.

Event description:
Patient reported no complaint against right device, then later "pain, burning", "I developed infections", and "sick for years, diagnosed with covid-19" (non-device related). The device has been explanted.